Manufacturer narrative:
This report is submitted on june 20, 2022.

Event description:
Per the clinic, the patient experienced a skin infection and was treated with topical antibiotics (specific date and duration not reported), however the issue did not resolve . Subsequently, the patient underwent a skin revision performed via cauterization and the abutment was removed on (B)(6) 2019.